Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported experiencing a loss of consciousness and being seen at hospital where he/she was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, intravenous fluids and "glucose". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the report of "(B)(6) 2019". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported experiencing a loss of consciousness and being seen at hospital where he/she was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, intravenous fluids and "glucose". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Meter powered on with a button after charging. The touch screen test was performed and no issues were observed. No malfunction or product deficiency was identified.

Event description:
Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported experiencing a loss of consciousness and being seen at hospital where he/she was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, intravenous fluids and "glucose". There was no report of death or permanent injury associated with this event.